Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's capacitor was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a device's capacitor was replaced to address a ventilator inoperative code. This is incorrect. The device was scrapped at the request of the customer.